Manufacturer narrative:
Continued e1 phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade I. The device has been explanted and replaced with another manufacturer's device.

Event description:
Physician later confirmed the previously reported event of "rupture" was for the contra-lateral side record only. Currently, there are no reportable events on record.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2 b5 h6 h10 this record is no longer reportable to the FDA and will be un-reported.